Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit passed the dat test at 0.0880 inches. No possible over/under delivery anomaly noted. Device was downloaded and all bolus delivered were found at the carelink pro report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 459 mg/dl at the time of incident and 241 mg/dl at the time of call. Customer also reported that alleging the insulin pump under delivering. Customer was treated with delivered 10 units. Troubleshooting was performed for under delivery. The device will be returned for analysis.